Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a temperature alarm occurred while the battery was charging; the pump was not exposed to extreme temperatures. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose value was 102-180 mg/dl.